Event description:
It was reported that the device port was torn. There was no patient involvement.

Manufacturer narrative:
One photograph of the device was recieved for investigation. The reported issue was confirmed in the photograph, which demonstrated the reported tear in the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the reported issue was confirmed, but a root cause could not be established. Trend information will continue to be monitored.